Manufacturer narrative:
G4: PMA/510(k) # = exempt h3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral urinary stone removal procedure, the basket sheath of 'ncircle tipless stone extractor' came off. A transurethral approach was performed using a ureteroscope to remove the stone from the ureter. The device was inspected for damage and tested prior to use in an uncoiled position. Reportedly, the basket functioned properly. Another manufacturer's ureteroscope was used. A laser was not used. There was nothing with the patient's anatomy keeping the basket from opening or closing. The handle was not in the straight position. The basket captured stones more than five times. Then, the sheath came off from the handle while removing stone approximately three millimeter in size. Reportedly, the physician took the sheath "by hand" and pulled the entire basket out of the endoscopic channel. The procedure was completed successfully using another similar device from the in-house inventory. As per physician's comment, the physician was familiar with the device and used as usual, but the sheath became detached after several uses. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.